Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced label lift off/partial peel off. The following information was provided by the initial reporter. The customer stated: "it was reported that the labels are peeling off the tube which then causes the tubes to get stuck in the analyzer machines in the lab. We are having a problem with our tubes and labels not adhering well to each other. The labels are peeling off the tube which then causes the tubes to get stuck in the analyzer machines in the lab. Despite pushing the labels back on they continue to peel off. I have already thrown away any open boxes of labels hoping this would help, it has not. "

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced label lift off/partial peel off. The following information was provided by the initial reporter. The customer stated: "it was reported that the labels are peeling off the tube which then causes the tubes to get stuck in the analyzer machines in the lab. We are having a problem with our tubes and labels not adhering well to each other. The labels are peeling off the tube which then causes the tubes to get stuck in the analyzer machines in the lab. Despite pushing the labels back on they continue to peel off. I have already thrown away any open boxes of labels hoping this would help, it has not. "

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photos were provided for investigation. The photos were reviewed and the indicated failure mode for label lift with the incident lot was not observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to label lift as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.